Event description:
Mps reported that on the 90-90 position, j3 and j4 move under light pressure with the e-stop pressed. J4 also moves when holstered with e-stop pressed. Rob j4 is able to be moved when e-break is pressed in both holster and 90-90 position. J3 is able to be moved when e-break is pressed in 90-90 position. Robot passes brake check during pre-surgery checks. Problems persist after robot reboot. Tha

Manufacturer narrative:
An event regarding mechanical failure involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: mps already spoke with fse. Work performed: rob field repair for a possible brake issue, the arm is not able to support mics and is easy to move while the brake is engaged. Could not replicate the issue. Engaging the emergency stop locks the brakes on all joints with sufficient force. Robot is cleared for clinical use. Performed a full preventative maintenance check in conjunction with this field repair. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported that on the 90-90 position, j3 and j4 move under light pressure with the e-stop pressed. J4 also moves when holstered with e-stop pressed.rob j4 is able to be moved when e-break is pressed in both holster and 90-90 position. J3 is able to be moved when e-break is pressed in 90-90 position. Robot passes brake check during pre-surgery checks. Problems persist after robot reboot.tha.